Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a caregiver that the user was hospitalized with an elevated blood glucose (bg) of 390mg/dl following an interruption in insulin delivery due to cgm failure. The user was taken to the emergency room (ER) where they were treated for diabetic ketoacidosis (dka) with intravenous insulin. No long-term health effects were reported, and the user has since returned to insulin pump therapy.